Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2019, a patient (pt) reported experiencing irritation in the right eye (od) while wearing a 1-day acuvue® trueye® (nara a) brand contact lens (cl). The pt continued to wear the od cl for a few hours before removing the cl. On removal of the suspect od cl, the pt experienced pain and noticed the edge of the cl was jagged. The pt tried to insert another cl in the od, but felt it was ¿on fire¿ so removed the cl. The pt visited an eye care provider (ecp) the following day while on vacation. The pt reported a diagnosis of a corneal abrasion and was prescribed moxifloxacin 0.5% for od to use qid and follow-up with the ecp in 2 days. The pt returned to the same clinic and saw a different ecp after 2 days and was additionally prescribed tobramycin and dexamethasone, to use with the moxifloxacin and to alternate the medications. The pt experienced od pain on the follow-up visit but began to feel better after using the additional eye drop. When the pt returned home from vacation the pt visited the prescribing ecp on (B)(6) 2019, who advised that the od was better, and the pt could resume cl wear. On (B)(6) 2019, a call was placed to the treating ecp office and additional information was provided: an ecp representative reported that the pt was diagnosed with large infiltrates, peripheral corneal opacity, corneal abrasion, and early ¿hsk¿. No additional information was provided. On (B)(6) 2019, a call was received from the treating ecp office and additional information was provided: an ecp representative reported that the pt was not diagnosed with ¿hsk¿, it was a term she used as a "differential". The origin of the corneal opacity is ¿hard to know¿ and ¿could be caused from the pt over-wearing¿. The pt denied over-wearing cls. The pt thought that the eye was scratched but the ecp did not see an abrasion and there was no ulcer. No additional information was provided. On (B)(6) 2019, a call was placed to the pt¿s prescribing ecp office and additional information was provided: an ecp representative reported that the pt came in for a cl evaluation and new spectacle prescription on (B)(6) 2019 and the pt¿s notes do not mention the pt being seen for any medical issue. The pt¿s notes state that the pt¿s od was clear on (B)(6) 2019 and the pt was given trial cls. The ecp that saw the pt confirmed that od could have ¿possibly been irritated by the lens¿ but there was no scar or opacity seen on pt's od during the exam. No additional information was provided. No additional information has been received. The suspect od cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5066920108 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.